Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that difficult time advancing the PICC lines into appropriate position and were meeting resistance in areas of the vein. After the procedures were done we had found the stylet wire inside the PICC catheters was bent at almost a 90 degree angle.